Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the general surgery procedure. The customer restarted the system multiple times which the system was working, but unable to continue the procedure. The procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and carried out corrective maintenance in accordance with the manufacturer's guidelines. Upon troubleshooting actions, fse identified that the geometry issue had been caused by warm temperature in the technical room. The customer reported that the third-party service engineer performed air conditioning maintenance in the technical room. After performing the air conditioning maintenance, the system was returned to use in good working order.